Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Clinical evaluation determined it appears that a temporal relationship may exist between that death of the decedent on (B)(6) 2016 and the liberty cycler. However, there is no documentation to suggest a causal relationship between the decedent¿s expiration and the liberty cycler. Possible causality cannot be determined based on lack of information received. Additional information related to the decedent's history, comorbidities, and hospital course (if applicable) is needed to determine any potential causality. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent received treatment using a cycler and expired during treatment. Additional information has been solicited through fmc legal counsel. The family expressed concern that the cycler was refurbished and scheduled an inspection of the machine, which took place at family¿s home on (B)(6) 2017. Counsel for decedent, (B)(6), and fresenius representatives were present. Data was extracted from the cycler. The decedent on continuous cyclic peritoneal dialysis [cc (pd)] therapy (initial date of pd therapy unknown) initiated ccpd therapy using the liberty cycler on (B)(6) 2016 at 20:19pm. The ccpd treatment lasted for approximately 1 hour and 46 minutes; details of ccpd treatment is unknown. At an unknown time on (B)(6) 2016 the decedent reportedly expired (details unknown). A review of the received treatment sheets for (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 have no indication of any adverse events. Additionally, there is no recorded alarms for the date of (B)(6) 2016.